Manufacturer narrative:
The device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated outflow graft met all requirements for release. Pathology report did not show any anomalies. The reported event of a "tear in the outflow graft" was confirmed via visual inspection which revealed a tear on the proximal end of the outflow graft. Based on this investigation, the most likely root cause of tears or cuts in the outflow graft has been attributed to design issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The outflow graft was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. The reported event of a tear in the outflow graft was visually confirmed on the proximal end of the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the torn outflow graft can be attributed to outflow graft assembly during pre-implant process. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Uf/importer report number: (B)(4). User facility name/address: (B)(6). Date user facility became aware of the event: unknown. Type of report: initial. Date of this report: aug 2019. Approximate age of device: 1 day. Report sent to FDA: unknown. Location where event occurred: hospital. Report sent to manufacturer: sep 2019. Manufacturer name and address MFR. Name: medtronic, plc (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report###z-2058-2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant of the ventricular assist device (vad) the patient experienced a cardiac tamponade due to blood coming out of outflow graft. It was noted that the outflow graft had a cut/torn. The vad was explanted and replaced. The cut not noticed until after full pump exchange. Unclear how damaged occurred. Tested with saline prior to implant. No further patient complications have been reported as a result of this event.